Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, a case communication dated (B)(6) 2023 confirmed the cause of the reported patient symptoms and events were not due to the devices failure, but reportedly, ¿the surgeon positioned it wrongly on the primary surgery.¿ the patient impact beyond the reported symptoms and revision cannot be determined and the patient¿s current health status was not provided. Therefore, no further clinical/medical assessment is warranted. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6)2016, the patient experienced pain, feeling of wrongness, hyperextension and hyper internal rotation of the baseplate. This adverse event was treated by a revision surgery on (B)(6)2023. In which the journey bcs tibial baseplate was exchanged. The surgeon stated that this is not the product failure as the implant was positioned wrongly on the primary surgery. The patient's current health status is unknown.